Event description:
During an accessory pathway ablation procedure, the stimulator displayed the error message ¿ep-4 stimulator hardware is not connected¿ and the procedure was cancelled. Only the main screen displayed on the touchscreen and it was not possible to change the different stimulation protocols so the procedure was rescheduled. There were no adverse consequences to the patient due to the cancellation.

Manufacturer narrative:
The returned touchscreen pc connected successfully to the external power supply and passed the self-test. No delay or unexpected errors occurred during communication testing and the pc functioned as intended. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The cause for the communication issue and subsequent procedure cancellation could not be determined.